Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered fifteen bursts of inappropriate anti-tachycardia pacing (atp) and five electric shocks for what appeared to be supraventricular tachycardia (svt). Technical services (ts) suggested reprogramming options. Device remains in service. No additional adverse patient effects were reported.